Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior a device changeout procedure due to eri, the device was interrogated and atrial lead noise was noted. The noise was reproducible with movement. Upon visual inspection of the pocket, outer insulation at the proximal portion of the lead was noted. The lead was repaired with adhesive to glue the lead. No noise was noted after the addition of the glue. The patient was stable and will be monitored closely.